Event description:
The facility nurse manager reported, "when the bag gets to be empty, the pumps are not alarming. The pump is still pumping but the bag and the tubing is empty from the top. The pt's blood is backing up in the tubing, below the pump." In addition, situations have been observed, "where the bag is empty and fluid remains in the 'chamber' and the tubing and the pump will continue to pump without alarming." The issue was reported to occur randomly and the nurse manager did not have any specific names of the medications involved. The typical volumes programmed to be infused are 100ml and 250ml, with varying infusion rates. The pharmacy provides the secondary medication bags and the IV tubing is already attached to the bags and primed. The nurses use the IV tubing and program the medications. The infusions are being run on flogard pumps, 6201. Initially a primary bag of either saline or dextrose is gravity infused with the tubing (B)(4), "for flush". The secondary bag medications are generally chemotherapy agents, and anti-emetics. The nurse manager reports that all pts receiving chemo treatment are first infused with an anti-emetics. The chemotherapy medication is connected, "piggybacked", to the primary line of saline or dextrose below the pump. When the flush is completed, the primary link, which is gravity infused, is clamped and then the IV tubing (secondary line) with either the chemotherapy medication or anti-emetic is inserted into the pump. The secondary line is attached to the primary line at the lowest injection port; the pump is programmed and started. The nurse manager reported the facility sees approx 12-15 pts / day. This issue has been observed a total of 6 times in the last 2 months. No pt injury and no medical intervention have occurred as a result of this issue.

Manufacturer narrative:
Although baxter has attempted to obtain this device for eval, this device has not been made available as it is still in use. If this device is received for eval or add'l info becomes available, a f/u report will be generated.